Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure placement of an lv (left ventricular) lead was attempted but the physician could not find a location without phrenic nerve stimulation. The lv lead was removed and a second lv lead was tried instead. Again the physician could not find a location without phrenic nerve stimulation. This second lv lead was also removed and not used. No patient complications have been reported as a result of this event.